Manufacturer narrative:
Results of investigation: the suspect device was not returned for investigation. Vyaire medical determined root cause was due to a defective display (screen interference). The unit worked properly after the technical support swapped a workable lcd display.

Manufacturer narrative:
Vyaire file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. However, technical support review the logfile if the issue persist or not. There was no exact root cause could be determine at this time but it is suspected that the most likely cause of the issue was due to the display problem. After they tried to connect the unit with an extended monitor, the unit features displayed normal. The investigation is still ongoing. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported flickering line issue seen on the display of a bellavista 1000 unit. Furthermore, there was no information for patient involvement associated with this event.